Event description:
Boston scientific received information that that this left ventricular (lv) lead had loss of capture. An x-ray revealed that this lead had dislodged. The associated device was programmed for right ventricular (rv) pacing only. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and not in service. When additional information becomes available, this investigation will be updated.